Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Helix mechanism test failed due to the helix being deformed. Field report of helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with the same model was implanted successfully. No adverse patient effects were reported. Additional information indicates that this lead was attempted due tissue stuck in helix resulting in helix extension and retraction issues. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with the same model was implanted successfully. No adverse patient effects were reported. Additional information indicates that this lead was attempted due tissue stuck in helix resulting in helix extension and retraction issues. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with the same model was implanted successfully. No adverse patient effects were reported.